Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (46 mg/dl). Reportedly, customer's carbohydrate ratio needs to be adjusted. Tandem technical support guided the customer through programming the new carbohydrate ratios recommended by their health care professional. Customer stabilized blood glucose levels with glucose tablets.